Manufacturer narrative:
Additional information added to initial reporter health professional, date rec¿d by MFR.

Event description:
It was reported that an over infusion event occurred while administering IV magnesium. Upon initiation of the infusion, the patient received a bolus. And immediately began to be symptomatic; feeling a hot sensation all over her body and short of breath. The infusion was discontinued and the pump was removed. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over infusion event occurred while administering IV magnesium. Upon initiation of the infusion, he patient received a bolus. And immediately began to be symptomatic; feeling a hot sensation all over her body and short of breath. The infusion was discontinued and the pump was removed.